Manufacturer narrative:
(B)(4). The report that the guide wire was stuck in the needle was confirmed. Returned was a guide wire through an 18ga introducer needle. The needle exhibited dried blood in the hub and inside the needle tip. The guide wire was bent where it exited the needle tip and was protruding 11.5 cm from the tip of the needle. A manual tug test confirmed that both welds were intact. The outside diameter (od) of the guide wire measured 0.805 mm, which met specification of 0.788 - 0.826 mm per the guide wire graphic. The length of the guide wire measured 45.6 cm, which was also consistent with the guide wire graphic. Attempts to advance the guide wire out of either end of the needle were unsuccessful. It was reported that the guide wire was able to be advanced through the needle into the patient, which indicates that damage to the guide wire during the procedure prevented withdrawal of the needle. A device history record review was performed and it did not reveal any manufacturing related issues. Based on the condition of the sample and the information provided, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. This report is for the first in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR # 3006425876-2016-00312.

Event description:
It was reported the procedure was being performed in the operating room. After the needle was inserted into the patient's vein, the guide wire was placed through the needle. The anesthesiologist tried to remove the needle from the vein leaving the wire in place however the guide wire was stuck in the needle. After unsuccessful attempts to separate the needle and wire the anesthesiologist was forced to remove both the needle and wire as one. As a result, another kit was used.